Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation it was noted the right ventricular (rv) lead exhibited loss of capture. A lead dislodgement or a perforation were suspected, however neither cause was able to be confirmed. A revision procedure was performed where the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.